Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then removed the analog pcb assembly for further examination and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic) chip, designator u26, which led to the depletion of the device's internal hybrid layer capacitor (hlc) batteries and prevented the device from powering on. The customer was provided with a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.